Event description:
The patient presented to the clinic because the device got disconnected from their phone. Additionally, the patient felt discomfort and suspected the device had migrated, although not confirmed. During the clinic visit, the physician was able to pair the device. The patient was stable and will continue to be monitored.